Event description:
"L medullary lobular breast ca - apparently stage I with no + ln's - rx'd with post-op rad rx 4800 ruds. Underwent reconstruction with surgitek 110:20 bilumens r, surgitek bilumens 270:100 cc on l implant for symmetry with lift. Ned since. Had revision with replacement of l implant (? Size/type). Pt noted l size has decreased in size starting in 1990. Additionally c/o increased discomfort b lateral breasts, swelling in axilla, with tenderness. Also c/o several yrs progressive systemic c/o's including chronic fatigue (x 2yrs), tingling/numbness digits with raynaud's, severe hot flashes, memory loss, blistering, skin rash, sob/cp/w/u incl thallium scan -."